Event description:
Imprecise advia centaur cp troponin ultra (tni-ultra) results were obtained on a patient sample. An elevated troponin result was observed from the patient samples collected by the customer and the replicate test samples that were run. This was a precision sample test run performed by the customer, and the test results were not reported to the physician. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the elevated advia centaur cp troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00242 on 10/03/2014 for imprecise advia centaur cp troponin ultra (tni-ultra) results on a patient sample. On 10/08/2014: additional information: a siemens customer service engineer (cse) was sent to the customer site. The cse checked the aspiration probes, wash block and accompanied the start of the laboratory's daily routine. No system issues were found that may have contributed to the discordant advia centaur cp troponin results. No conclusion can be drawn. As noted in the initial MDR 1219913-2014-00242 report, siemens distributed (B)(4), rev b. And urgent medical device correction (B)(4), rev. A for advia centaur systems troponin ultra readypack variability informing customers of a potential issue for reagent lots ending in 078, 079, 082, 083 and 084. The notification instructs customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens application specialist was sent to the customer site for system inspection and performed a two sample replicate run. The cause for the observed advia centaur cp troponin ultra imprecision is unknown and is being investigated further. Application specialist test results: 5.25 pg/ml (0.00525 ng/ml); 7.96 pg/ml (0.00796 ng/ml); mean 6.6; std. Dev. 1.91; %cv 29.00. Siemens distributed usfn (B)(4), rev b. And urgent medical device correction (umdc) (B)(4), rev. A for advia centaur systems troponin ultra readypack variability informing customers of a potential issue for reagent lots ending in 078, 079, 082, 083 and 084. The notification instructs customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."